Event description:
Reported on medwatch as, "the pt had bariatric lap-band system surgery at this hosp. The pt was noted to have malfunctioning lap-band system with a port malfunctioning and was brought to the or for exploratory laparoscopy with replacement of the device from an ap-l to an ap-s with re-implantation of new port device subxiphoid position. Surgeon documented that under direct visualization, the pt was found to have a disconnection from her band to the tubing at the most proximal part of the tubing very close to the band." The pt did well during the procedure, was taken to the recovery room in stable condition, and was discharged later the same day."